Event description:
The risk manager from the hosp, (B)(6), reported that during a tibial nail implantation, during the reaming, the guide wire stayed jammed in the reamer number 8 (non stryker device). The surgery has been delayed (we don't know for how long at this time). The surgeon had to make another reduction of the fracture and used another guide and another reamer.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.